Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self-test and unexpected restart error alarm. No unexpected watchdog timeout, external error or unexpected restart alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip. Audio/vibrate anomaly absence of alarm was not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump errors. Customer¿s blood glucose level was unknown. Customer was assisted in performing self test and it passed. Insulin pump will be returned for analysis.